Event description:
It was reported that the bd alaris¿ lvp 20d low sorb experienced damage. The following information was provided by the initial reporter: when we were in swedish arnold pavilion yesterday their pharmacy reported that they had a chemo set break off right next to the drip chamber.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak, could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Device expiration date: unknown. Device manufacture date: unknown.